Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported the recharge interval decreased. Since device replacement, the consumer complained of recharging the device every 10 days as compared to the previous device where the recharge interval was 19 days. The settings had not changed. In addition, the consumer also complained that in order to feel the stimulation, the amplitude had to be increased to 6 volts as compared to 4 volts with the previous device. The consumer never changed the amplitude. No factors were noted to have contributed to the event. Telemetry and impedances were checked and therapy was still efficient. Troubleshooting reviewed that the devices had different capacities and the current device's recharge estimate would be at 25% after about 9 days and thus appeared to be functioning as intended. Although it was unclear why the voltage needed to be increased at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.